Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure on (B)(6) 2016 of the mildly tortuous, proximal, left anterior descending artery (lad), the mini vision stent was implanted in the lesion; however, during stent delivery system removal, the tip detached. There was no reported resistance. The tip was removed using a snare device. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported tip detachment. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: the delivery system tip became detached during removal. The tip remained on the guide wire and was removed on the guide wire from the anatomy. No additional information was provided.